Event description:
Report #2 of 2 received of tubing separation. The separation occurred at the distal clave y-site leg, when removing the set from the package. The customer reported there was no patient involvement. Though requested, no additional information was provided.